Event description:
Customer's mother called to report a loose drive support cap. The insulin pump has alarmed no delivery. The blood glucose reading is 476 mg/dl. Customer has treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.